Manufacturer narrative:
(B)(4). The device was manufactured october 7, 2013 - october 8, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor ruptured during filling of the device with fluorouracil and an unknown diluent. The reporter stated that the drug was filtered during compounding. There was no patient involvement. No additional information is available.